Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing on recorded treated ventricular tachycardia (vt) episodes which was suspected to have led to the patient receiving inappropriate therapy. The lead remains in use. No further patient complications have been reported as a result of this event.